Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B)(6), 2010 at 11:13am. The patient reported blood glucose results of "246 mg/dl" and "88 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed he was feeling nauseas 15 minute before the alleged issue began. The patient however stated he did not seek medical treatment. At the time of troubleshooting, the patient informed the cca that he tested on an approved sample site and the correct unit of measure was set correctly at the time of testing. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event since the patient had become symptomatic prior to the start of the alleged issue. In addition, the patient did not receive any medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.